Manufacturer narrative:
(B)(4). Date sent: 12/01/2025. D4: batch #343c65. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst45d reload was received with the right side fully fired and the left side unfired. When evaluating the reload, it was observed that the one-piece sled was damaged. Additionally, damage was detected on the reload deck on the left side; however, this damage does not appear to be related to the one-piece sled damage, as it seems that the one-piece sled damage have occurred prior to the damaged noted on the deck. No functional test could be performed due to the condition of the reload. The damage to the left-side reload deck is consistent with the device being clamped over a hard object. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 343c65, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were malformed after firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 10/12/2025 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst45d with lot number 395c70; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.